Event description:
It was reported that they took patient to CT earlier and had been tried to reconnect and restart therapy. Original arctic sun device alerted low flow and air leak. They had swapped to new device and still had the same issue. Walked through stop therapy, drain and disconnect. Reconnected pads holding nowhere near clear connectors and verified audible clicks with each connection. All lines straight with no bends or kinks. Restarted therapy but device primed to 0 l/m water flow rate (wfr) was. Alerts low flow and air leak. Nurse confirmed that large amount of bubbles in 2 of the connectors. Explained connectors could get damaged in transport or with movement of the bed. Advised to swap out pads. Nurse noted that they did not had another set of large pads. Discussed trying size medium arctic gel pads and adding universal pads for optimal coverage.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "error of inspector". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they took patient to CT earlier and had been tried to reconnect and restart therapy. Original arctic sun device alerted low flow and air leak. They had swapped to new device and still had the same issue. Walked through stop therapy, drain and disconnect. Reconnected pads holding nowhere near clear connectors and verified audible clicks with each connection. All lines straight with no bends or kinks. Restarted therapy but device primed to 0 l/m water flow rate (wfr) was. Alerts low flow and air leak. Nurse confirmed that large amount of bubbles in 2 of the connectors. Explained connectors could get damaged in transport or with movement of the bed. Advised to swap out pads. Nurse noted that they did not had another set of large pads. Discussed trying size medium arctic gel pads and adding universal pads for optimal coverage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.